Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. There was no evidence of deformation to the stent. The proximal balloon pillow was intact with no evidence that balloon had been pressurized. A kink was visible on the distal shaft proximal to the distal tip. The hypotube was oval and uneven at the detachment site. The distal tip was badly flared. Kinks were visible on the hypotube. Crystallized residue was visible in the inflation lumen. Negative prep did not detect a leak possibly due to the presence of residue in the inflation lumen. The balloon was inflated to nominal pressure with no issues noted and maintained pressure . (B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, non-calcified lesion with 85% stenosis in the mid circumflex artery. The lesion was pre-dilated. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. It is reported that the stent went into the circumflex with no issues but the balloon would not inflate on the first inflation during stent deployment. The physician removed the stent delivery system to inspect and noted that the contrast was leaking from the catheter proximal to the stent but before the rx portion of the device. There was no resistance observed during delivery or withdrawal of the device from the lesion site and no excessive force was used. During inspection of the device the distal hub of the catheter broke off (outside the patient¿s body). The procedure was completed using another resolute integrity device of the same size. There is no patient injury.